Event description:
Seventeen months post cypher stent implant, the patient complained of chest pain. Coronary angiogram (cag) was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration was conducted. Then a bare metal stent (4.0 x 28mm vision) was implanted in the cypher. Eight days later the patient recovered and was discharged from the hospital. Physician's comment: the possible cause of the thrombotic event was because the dose of ticlopidine hydrochloride was changed to 100mg/day.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the distal right coronary artery. The vessel was a de-novo and eccentric lesion. Lesion classification was type b2. The lesion length was 20mm and vessel diameter was 3.5mm. Pre-dilatation was not conducted. A 3.5 x 23mm cypher sirolimus-eluting coronary stent was implanted at 25 atm for 20 seconds. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii, respectively. Activated clotting time (act) was measured. The stent to vessel sizing was 1:1 with good wall apposition confirmed on ivus. There was no dissection or disease distal to the stent. At 10,000u of heparin was administered. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.